Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The oxygen input connector was proactively replaced. Patient information could not be provided due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a case, the unit alarmed and mechanical ventilation stopped. There was no reported patient injury.